Event description:
The account alleged that both head end coiled cables were damaged due to rubbing against the head brake casters and the bare metal wires were visible. No injury reported.

Manufacturer narrative:
The account has replaced both coiled cables, but now is getting an error code. No further is available on the repair of the bed at this time.